Event description:
It was reported that the customer's pump did not alert a low blood glucose level. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding the issue was provided.